Event description:
Bayer case number: (B)(4). Gynaecological disorders [reproductive tract disorder] muscle disorder [muscle disorder] joint disorder [joint disorder] dermatological disorder [skin disorder] digestive disorder [digestion impaired] tooth disorder [tooth disorder] sleep disorder [sleep disorder] chronic skeletal aches [skeletal pain] joint sensitivity [sensitive skin] pain sensitivity [hypoalgesia] joint sensitivity [joint pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-sep-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of reproductive tract disorder ("gynaecological disorders") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 365 days after essure insertion, she experienced reproductive tract disorder (seriousness criterion intervention required), muscle disorder ("muscle disorder") and arthropathy ("joint disorder"). Essure was removed on (B)(6) 2018. On unknown date she experienced skin disorder ("dermatological disorder"), dyspepsia ("digestive disorder"), tooth disorder ("tooth disorder"), sleep disorder ("sleep disorder"), bone pain ("chronic skeletal aches"), sensitive skin ("joint sensitivity"), hypoaesthesia ("pain sensitivity") and arthralgia ("joint sensitivity"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for reproductive tract disorder, muscle disorder, arthropathy, skin disorder, dyspepsia, sleep disorder, bone pain, sensitive skin, hypoaesthesia and arthralgia were unknown. No causality assessment was received for essure with regard to reproductive tract disorder, muscle disorder, arthropathy, skin disorder, dyspepsia, tooth disorder, sleep disorder, bone pain, sensitive skin, hypoaesthesia or arthralgia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Gynaecological disorders [reproductive tract disorder] muscle disorder [muscle disorder] joint disorder [joint disorder] dermatological disorder [skin disorder] digestive disorder [digestion impaired] tooth disorder [tooth disorder] sleep disorder [sleep disorder] chronic skeletal aches [skeletal pain] joint sensitivity [sensitive skin] pain sensitivity [hypoalgesia] joint sensitivity [joint pain] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 27-sep-2024. The most recent information was received on 08-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of reproductive tract disorder ("gynaecological disorders") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 365 days after essure insertion, she experienced reproductive tract disorder (seriousness criterion intervention required), muscle disorder ("muscle disorder") and arthropathy ("joint disorder"). Essure was removed on (B)(6)2018. On unknown date she experienced skin disorder ("dermatological disorder"), dyspepsia ("digestive disorder"), tooth disorder ("tooth disorder"), sleep disorder ("sleep disorder"), bone pain ("chronic skeletal aches"), sensitive skin ("joint sensitivity"), hypoaesthesia ("pain sensitivity") and arthralgia ("joint sensitivity"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for reproductive tract disorder, muscle disorder, arthropathy, skin disorder, dyspepsia, sleep disorder, bone pain, sensitive skin, hypoaesthesia and arthralgia were unknown. No causality assessment was received for essure with regard to reproductive tract disorder, muscle disorder, arthropathy, skin disorder, dyspepsia, tooth disorder, sleep disorder, bone pain, sensitive skin, hypoaesthesia or arthralgia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.